Event description:
The customer reported being hospitalized due to high blood glucose of 557 mg/dl. The customer was experiencing headache and vomiting. Troubleshooting was performed. The customer stated that the infusion set was occluded. The time, date, settings, and programming were correct. Reviewed the alarm history and found a low reservoir alarm. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.